Event description:
During a procedure, the equipment presented an error when attempting to collect the geometry with the hd grid catheter resulting in cancellation of the procedure. The system was running version 3.1.1 and all licenses are enabled. It was attempted to restart the entire system and the catheter was replaced, but the issue persisted. The distortion graph for voxel appeared normal, and no error messages were displayed. In the end, the procedure had to be canceled due to the inability to use the equipment.